Manufacturer narrative:
Insulin pump received power error due to connector resistance issue. Insulin pump failed sleep current measurement and active current measurement due to power error , however insulin pump passed displacement test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had power error detected alarm. Customer's blood glucose level was 12.4 mmol/l. Customer was able to successfully clear the alarm and complete the rewind. Troubleshooting was performed and power error detected alarm reoccurred. Customer stated that insulin pump had unexpected battery power loss alarmed. Insulin pump will be returned for analysis.